Event description:
It was reported that an altitude alarm occurred. It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly, the pump was not outside the labeled altitude operating range. A correction injection via manual injection was administered to address the bg level. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.